Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found, the returned device indicated a damaged grommet, a set screw with a rounded socket, and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician did not hear the click sounds from the screwdriver and did not feel that the screw was turning when the screwdriver was turned. It was decided to use another pacemaker but the lead pin plug was completely stuck in the pacemaker and could not be removed. The physician removed the silicone gasket in the grommet to see the screw visually before unscrewing and removing the lead pin. The ipg was not used and replaced with a new device. No patient complications have been reported as a result of this event.